Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. The next day, one day postoperatively, the pt presented with stage 2 diffuse lamellar keratitis (dlk) in both eyes (ou). The following day, a flap lift and rinse was performed ou and the pt was treated with topical steroids. The preoperative best corrected visual acuity (bcva) was 20/20 ou. Two days before, the postoperative uncorrected visual acuity was (ucva) 20/40 in the right eye (od) and 20/30 in the left eye (os). The pt has responded to treatment and the dlk has resolved, but haze was present. Best corrected vision is expected to be obtained at 2-3 months postoperative check up. Intralase will submit a follow up report if and when info is received. The association between the event and the device is unk.

Manufacturer narrative:
A distributor field service engineer (dfse) inspected the laser on behalf of intralase on january 10- 11, 2007. Preventative maintenance was performed and the system met specifications upon departure of visit. Upon notification of this event, the dfse visited the site on february 01, 2007 and found the system met specifications and performed as intended. An intralase clinical applications specialist (cas) and distributor representative have been in contact with the site since the report of this event obtaining pt status and performing an investigation. Investigation revealed endotoxins in the site's sterilizer is the probable root cause for the dlk. The site has since optimized their sterilization process. Microbiological testing was negative, therefore, verified effectiveness of changes.